Event description:
Reporter alleged obtaining a blood glucose result of 6 mg/dl on the compact plus system within 10 minutes of a result in the 95-120 mg/dl range. Reporter also stated that on another day, an additional back to back comparison of 18 mg/dl was obtained within 10 minutes of a result in the 95-120 mg/dl range on the same system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.